Event description:
Per the clinic, the patient experienced recurring infections at the implant site. The patient was hospitalized overnight for 48 hours and was subsequently treated with IV antibiotics for one week and oral antibiotics for three weeks (specific dates not reported). The device was explanted on (B)(6) 2025 and reimplantation is planned but had not taken place at the time of this report.